Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopic lobectomy, the handle was able to recognize the two reloads and stapler was able to fire but device stopped distally. It was stated that there was an incomplete staple line.